Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported sleeve steering issue is likely a result of user technique. The reported difficulty remove the clip delivery system (cds) is the result of the clip getting caught on the soft tip of the steerable guide catheter. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under separate medwatch report number.

Event description:
This is filed to report sleeve steering issues and difficult to remove. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). A steerable guide catheter (sgc) was advanced to the mitral valve, and the first clip was deployed. A second clip was advanced through sgc; however, when the cds exit the guide tip; the steering was abnormal. The a/p knob were turned, but the sleeve would still not steer correctly. The cds was retracted back to be removed, but the cds became stuck with the guide. The sgc was briefly stuck at the groin. After some time, the sgc was able to be removed with the cds as a single unit. The patient is stable. One clip was implanted, reducing mr. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.